Event description:
It was reported on (B)(6) 2015 that the patient had dysphagia with vns stimulation contributing to severe weight loss ((B)(6)). The weight loss was reported to have happened gradually since implant. No interventions have been reported. It was previously reported in (B)(6) 2014 that the patient had lost weight, with no allegation against vns therapy. Good faith attempts for additional relevant information have been unsuccessful to date.